Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Customer continued to use the pump for insulin therapy or revert to manual injections. Customer¿s blood glucose level was 250 mg/dl.